Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged and that the usb port appeared to be loose. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to complete troubleshooting with customer; however, no additional information was provided on the reported issue.